Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that over a month ago the patient had a fall and since then her relief was not the same. The caller indicated that there was an x-ray on file for lead placement but it was unknown when that x-ray was taken. The caller stated that the leads may have moved up slightly, but she is not sure if that x-ray on file was taken before the stylet was removed or not. There have been x-rays taken since the fall and it appears that the leads have perfect placement. Impedances were all normal (800-900 ohms range). The caller met with the patient on 10/24 to reprogram. Caller attempted to call the patient after 2 days to follow-up with her but could not reach the patient and notified the doctor's office. 2-3 weeks later the patient stated that no one got back to her and that she had no stimulation at this time. The patient was set up for reprogramming and was given 3 new hd programs to try. During the meeting, the patient told the rep that she did have coverage from the last programming up until a few days prior. This was different from what she said originally. On (B)(6) 2014 the patient stated that she had no coverage from 2 out of the 3 programs. The patient was later seen again on a later date. The healthcare provider emailed the caller indicating that they were not sure what was going on with patient's device and debated on putting in a competitors device. The caller added that multiple x-rays showed no lead migration. The patient was not indicating that therapy was intermittent. She was also not complaining of any shocking. The caller added that when they tried to increase the pw that the patient had rib stimulation. Technical services reviewed that a short prm could be tried to reset the system but that there was nothing really else they could do, as there was no indication there was a system problem. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the representative had no further information regarding the reported event. However, reported that the physician will be meeting with the patient to discuss patient's motivation are and to see what was going on.